Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: h6: investigation summary. Customer returned (2) loose 3/10cc, 8mm syringes. Customer states that there is incorrect scaling. Both returned syringes were tested using the plug gauge and all scale marking placements fall within specifications. Unable to perform DHR check due to an unknown lot number for printing scale misaligned. Bd was not able to duplicate or confirm the customer¿s indicated failure. Root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It was reported that 3 bd micro-fine¿ insulin syringe needles experienced scale marking issues. The following information was provided by the initial reporter: incorrect scaling.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that 3 bd micro-fine¿ insulin syringe needles experienced scale marking issues. The following information was provided by the initial reporter: incorrect scaling.